Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent from the distal end. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was examined under magnification and peeling was noted from the proximal end. During functional testing, friction was experienced advancing the guidewire through the demonstration sl-10 microcatheter due to the kink. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop and continuous flush was maintained for the duration of the procedure. The guidewire tip was shaped to 45 degrees. Analysis of the returned device found the guidewire was kinked from the distal end. Difficulty was experienced advancing the guidewire through microcatheter due to the kink. It is probable that the device was kinked during manupulation of the device during the procedure. An assignable cause of procedural factors was assigned to the reported and analyzed defects guidewire difficult to advance in addition to the analyzed defect guidewire distal end kinked/bent as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe coating was peeled off from the proximal end. It is most probable this occurred as a result an interaction with another device during use however this cannot be confirmed. Based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore, a cause of undeterminable has been assigned to the as analyzed defect nv - guidewire ptfe coating peeling.

Event description:
Analysis of the returned device found that the ptfe coating was peeled from the proximal end. There were no clinical consequences to the patient reported as a result of this event.